Event description:
The customer observed smoke coming out of the refrigerator connected to the architect analyzer. The customer turned the power off and waited for the instrument to be inspected. The refrigerator was inspected and a damaged fan was found. The refrigerator was replaced in order to resolve the issue. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation was performed in order to investigate this issue. Ticket trending data in did not identify any adverse or non-statistical trend related to smoke coming from the refrigerator. The architect i2000sr service and support manual contained adequate information for the troubleshooting, removal, and replacement of the refrigerator with replaceable fan. No product deficiency was identified related to the malfunction reported by the customer. The issue was resolved after the replacement of the refrigerator on the instrument.